Event description:
It was reported that a sequoia screwdriver tip fractured during the removal of sequoia screws during a surgery. Therefore, two screws were unable to be extracted because there was no instrument to remove them. This is report three of three for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not having a functioning tool to remove the screws. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
H6 clinical signs code: no code for "implant unable to be removed." Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2024-00190 through 3012447612-2024-00192.

Event description:
It was reported that a sequoia screwdriver tip fractured during the removal of sequoia screws during a surgery. Therefore, two screws were unable to be extracted because there was no instrument to remove them. This is report three of three for this event.